Event description:
It was reported that the health care professional completed an interrogation of this implantable cardioverter defibrillator with a right atrial (ra) lead prior to a scheduled surgery. Technical services (ts) reviewed and advised there is nothing in the interrogation that would preclude the patient from surgery. However, ts found stored signal artifact monitor episodes due to potential electromagnetic interference. The respiratory rate trend was deactivated. In addition, ra pacing impedances were found to be high out of range. Additional information was requested from the field representative, but no information was provided. Due diligence has been completed. This ra lead remains in service. No adverse patient effects were reported.